Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).

Manufacturer narrative:
According to the customer, on (B)(6) 2026 an individual "put pressure on the arm" of the device which was in the up position at which time the arm "dropped and the [individual] fell." Per the customer, "there was no reported injury" but "911 was contacted and the [individual] was helped up and later left the building under her own power." The customer reported that the individual "had a history of falls and had taken her medication without eating." The customer stated that the device is "able to have the arms [of the device] stick in the upright position without them engaging the locking mechanism correctly." The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2026 an individual "put pressure on the arm" of the device which was in the up position at which time the arm "dropped and the [individual] fell." Per the customer, "there was no reported injury" but "911 was contacted and the [individual] was helped up and later left the building under her own power." The customer reported that the individual "had a history of falls and had taken her medication without eating." The customer stated that the device is "able to have the arms [of the device] stick in the upright position without them engaging the locking mechanism correctly."